Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during an interventional procedure, the shaft of the stent delivery system (sds) broke, while the device was being placed on the guidewire. The device was not clinically used in the pt. There was no reported patient injury. Additional information was requested but is not available.